Event description:
Device malfunction: needle-to-cuff miss, difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, a needle tip was not captured by a cuff. During device removal, resistance was felt. The lever was opened and closed to ensure the foot was retracted completely and a forceful pull was used to remove the device. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Improper method-pt selection. The perclose proglide smc device instructions for use state under special pt populations, "the safety and effectiveness of the perclose proglide smc devices have not been established in pts populations who are morbidly obese (body mass index >35 kg/m2)."